Event description:
Patient reports had product complaint about recent order cadd extension tubing. Per dispensing system, tubing was last refilled on (B)(6) 2022. Patient stated when priming. The medication did not go through the filter. Patient had total of 3 defective tubing¿s, patient does not have the defective product available for return, nor product lot numbers. No further info, details or dates available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual product available for investigation? No. Did we [MFR] replace cassette? Yes. Did the patient have a backup product they were able to switch to? Yes. Was the patient able to successfully continue their infusion? Yes reported to (B)(6) by: patient/caregiver.